Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00683 & 1627487-2019-02585. It was reported the patient has been receiving inadequate therapy. Reprogramming was unable to provide effective therapy. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00683 & 1627487-2019-02585. Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the system was explanted.